Manufacturer narrative:
D.4. Other lot number includes 3234572 and other expiration date includes 2028-07-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-08-22.

Event description:
Material # 305269. Lot # 3234572, 3256108. It was reported that the bd syringe integra 3ml ll w/ndl 25x5/8 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: "recently, while attempting to administer injections using bd item #305269, our end-users have encountered a recurring problem where the needle separates from the syringe during the process. This has been both frustrating and concerning for our staff as it could compromise the safety and effectiveness of the procedure. We would greatly appreciate it if you could look into this matter and provide us with any insights or suggestions on how to address this issue."

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information was provided.